Event description:
The customer representative reported via electronic mail that the insulin pump required frequent battery changes, rejected new batteries, alarmed unexplained no delivery alarms, sustained a crack at the reservoir compartment, and had condensation inside the display screen. The customer representative had called the customer to upgrade his insulin pump, during which the customer noted these issues. The customer declined to troubleshoot for the reported issues and declined to provide his blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.